Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an electrophysiology interventional procedure. Reportedly, the proglide plunger was pushed down and the suture deployed successfully; however, when an attempt was made to close the lever to retract the foot it would not close. The device was removed with the foot open. Tissue damage and bleeding were noted. The electrophysiology case was aborted. Hemostasis was achieved with a manual arterial compression and a figure 8 stitch was also used to stop the bleeding from the tissue tract. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot retraction problem was confirmed. The returned analysis showed tissue caught in the foot; therefore, it is likely that tissue caught in foot resulting in the difficulty to retract the foot and tissue damage. The subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of tissue damage is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.